Event description:
It was reported that during a chronic catheter placement, the top half of the device allegedly disconnected from the catheter. It was further reported that the device was removed and replaced. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation as well as a photo was provided for review. The investigation of the reported event is currently underway. (Expiration date: 01/2026).

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one 6fr powerline d/l catheter in two segments were returned for evaluation. Functional, tactile, gross visual and microscopic visual evaluations were performed. A complete circumferential break on the distal end of the distal catheter segment. However, striations was noted throughout the surface. Although the sample was returned for evaluation, two electronic photos were provided for review. The investigation is confirmed for the reported fracture and the identified material separation issues, as a complete circumferential break was noted on the distal end of the catheter. A complete circumferential break was noted on the proximal end of the distal catheter segment. The surface of the complete circumferential break on the catheter was noted to be finely granular in one region and round in the other region. The surface of the complete circumferential break on the proximal end of the distal catheter segment was noted to be finely granular in one region and uneven in the other region. A split was noted at the border of the two regions. A definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4(expiry date: 01/2026). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Event description:
It was reported that post chronic catheter placement, the top half of the device allegedly disconnected from the catheter. It was further reported that the device was removed and replaced. There was no reported patient injury.